Event description:
A sheared distal catheter was reported. A revision was being planned. No pt symptoms were reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Catheter.